Manufacturer narrative:
Section d4 was updated. The investigation is ongoing.

Event description:
We received an allegation that a properly seated coaguchek xs softclix lancet protrudes from the correctly positioned end cap when the correct lancet is used on the coaguchek xs softclix device.

Manufacturer narrative:
The coaguchek softclix lancets lot number and expiration date were not provided. The reporter's softclix device and lancets were requested for the investigation, however, the box of the softclix lancets is no longer available. A replacement for the softclix device and a sample pack of the softcix lancets were sent. The investigation is ongoing.

Manufacturer narrative:
Sections d4 and d9 were updated. The coaguchek xs softclix lancing device was received for investigation. The lancing device was tested with test lancets into a rubber mat at 11 different pricking depth settings, for each attempted needle was correctly retracted, ejected, and produced a puncture hole. The lancing device could be primed and released without any problems and after inserting the lancet and installing the cap no needle was produced. The lancing device was disassembled for investigation and no abnormalities were observed. The investigation did not identify a product problem.